Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician connected the right ventricular (rv) lead but then needed to disconnect the lead. When the physician tried to connect the lead again, the setscrew was indicated to be dislodged. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.